Event description:
During positioning for a craniotomy/posterior fossa, a mayfield 2000 skull clamp slipped. Mayfield 2000 removed, head stabilized by hand until older style mayfield clamp was applied. Laceration was not immediately noticed. The laceration was not noticed until after the second clamp was applied. The laceration was approx 2cm in length on the left side (double pin side) of the head. The wound was sutured at the end of the case.